Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included in block. The connector pin was noted to be detached from the inner coil. The cause could not be determined.

Event description:
It was reported that during implant, when the lead was being connected to the device, the connector tip of the lead broke off. Lead was not implanted. The patient's condition was good after the event.